Event description:
It was reported that following a diagnostic coronary angiogram an angio-seal was deployed in the arteriotomy. One to two days later, the pt experienced right leg numbness with a feeling of heaviness in the leg. On (B)(6) 2010, the pt had a follow up visit with her cardiologist and her leg was evaluated. On (B)(6) 2010, approximately one to two weeks after the heart catheterization procedure, a femoral angiogram with long leg run off was performed via a left femoral artery puncture. The pt was heparinized and the angiogram revealed a filling defect at the bifurcation of the superficial femoral artery and the profunda femoris artery. An attempted thrombectomy aspiration with an angiojet was performed followed by angioplasty, a filterwire, stent placement, and lower extremity angiography. Stents were placed at the bifurcation of the anterior tibial artery and the tibia peroneal trunk to treat the lower extremity occlusions. Multiple balloon inflations were required as vessel recoil occurred. At the end of the procedure, there was restored blood flow to the arteries. The pt experienced a hypertensive episode with blood pressure rising to 280 mm systolic which was treated with aggressive medication. The implant and event dates are month specific to (B)(6) 2009.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined, but the location of the filling defect bifurcation suggests the device was misplaced. The angio-seal device instructions for use (IFU) cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU states the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension. The angio-seal IFU instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal IFU states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.